Manufacturer narrative:
(B)(4). The device was manufactured april 21, 2014 ¿ april 23, 2014. Evaluation summary: the device was received for evaluation with approximately 96 ml of fluid within its bladder. A visual inspection was performed and showed no defects related to the reported problem. The distal luer cap was removed and normal flow was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This occurred during priming, after the device was filled with fluorouracil (non-baxter product) and sodium chloride (non-baxter product) to a total volume of 96 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.